Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It should be noted that in the instructions for use (IFU), it warns that a contraindication for the vessel is "heavily fibrotic or calcified lesions that cannot be pre-dilated enough." Balloon rupture can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). It is likely that the reported heavily calcified lesion contributed to the balloon rupture, however, without the balloon catheter to examine, a conclusive root cause could not be determined.

Event description:
Reporting status: malfunction, reporting rationale: balloon rupture is considered likely to cause to contribute to patient injury, device issue: balloon rupture. It was reported that the balloon ruptured at 10 atm upon the first inflation in a heavily calcified lesion. The stent was deployed but the lesion was not dilated enough; therefore, the lesion was post-dilated with a balloon catheter and the procedure was completed. Reportedly, there was no patient injury. No add'l event or patient info is available.